Event description:
The customer reported that during a gyn procedure, the device jammed with the blade protruding from the jaws. The device was not applied to tissue at the time. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.